Manufacturer narrative:
The source of the complaint was verified to be the associated infinion leads. Sc-2316-50(sn: (B)(4)) device evaluation indicated that all cables were fractured cables at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There were no exposed cables. Sc-2316-50(sn: (B)(4)) device evaluation indicated that the lead passed visual tests performed. One cable was broken in electrode array of the proximal side. There were no exposed cables. Sc-1132(sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed impedance and functional tests. The battery depletion rate when stimulation is off was within range. The ipg passed all the required tests and revealed no anomalies. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the lead extensions passed visual, electrical and photographic imaging tests performed. The lead extensions exhibited normal characteristics.

Event description:
A report was received that upon evaluation several contacts of the patient¿s leads were not functioning. The patient was also experiencing surging of stimulation with movement. The physician felt this was likely related to the connector. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that upon evaluation several contacts of the patient¿s leads were not functioning. The patient was also experiencing surging of stimulation with movement. The physician felt this was likely related to the connector. The patient will undergo a revision.

Event description:
A report was received that upon evaluation several contacts of the patient¿s leads were not functioning. The patient was also experiencing surging of stimulation with movement. The physician felt this was likely related to the connector. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and lead splitters were replaced. One of the patient¿s leads was measuring high impedances. Postoperatively, the patient experienced headache. The patient had a wet tap and blood patch was performed. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that one of the patient¿s leads was measuring high impedances. The ipg was depleting rapidly and physician was suspecting malfunction. The patient underwent a revision procedure wherein the leads, lead splitters and ipg were replaced. Postoperatively, the patient experienced headache. The patient had a wet tap and blood patch was performed. The patient was reportedly doing well. Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that upon evaluation several contacts of the patient¿s leads were not functioning. The patient was also experiencing surging of stimulation with movement. The physician felt this was likely related to the connector. The patient will undergo a revision.